Event description:
It was reported that an x-ray was being performed on a pediatric patient. At this time, the patient's mother was assisting in holding the patient while leaning over the rear of the table. When the technician lowered the table, the upper table cover lowered onto the mother's foot. The mother's toe was pinched and bruised. There was no medical treatment. The concern is for a serious injury due to toe entrapment.

Manufacturer narrative:
During investigation, it was found that if the operator puts their foot over the pedal and contacts the lower cover while the table lowers to the proper 520mm position, the upper cover will come in contact with their foot since the clearance is approximately 20mm between the pedals and the cover.